Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.

Event description:
A stryker core impaction drill was called in for repair due to overheating during a procedure. There was no pt injury; the procedure was completed with another drill without any procedure delay.